Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06950, 1627487-2022-06951. It was reported that the patients drg system was not providing effective therapy due to the left and right l4 not providing effective stimulation and the right s1 lead having high impedances. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-06950 and 1627487-2022-06951. Additional information received indicates that surgical intervention was undertaken on (B)(6) 2022, where the patients right s1 and right l5 lead were removed and replaced with two bilateral leads at s1. Therapy was restored post-op. No surgical intervention planned on l4 lead previously reported on this record (1627487-2022-06949).